Manufacturer narrative:
If implanted, give date: not applicable, lens not implanted. If explanted, give date: not applicable, lens not implanted, therefore, not explanted. Attempts have been made to obtain missing information; however, to date no further information was provided. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that a model z9002 intraocular lens had debris on it. This was observed during handling, but prior to insertion. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 10/19/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The lens was observed under a microscope. The lens was covered with what appeared to be blood, marks, and viscoelastic in the optic zone with one haptic distorted. The other haptic was observed positioned. Due the condition of the sample received, the complaint could not be verified since the debris could not be identified. No product quality deficiency was identified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.